Manufacturer narrative:
The field service engineer (fse) found the probe rinse block (rb1) mechanism catching the ground wire when extended during the rinse cycle. The fse rerouted the ground wire which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures.

Event description:
The customer reported a leak from the manual probe rinse block of the coulter lh 500 hematology analyzer when running latron. The leak was approximately ten (10) ml and was not contained within the instrument. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.